Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an 11500a 25mm inspiris resilia aortic valve, implanted for seven (7) months, underwent a valve-in-valve procedure due to severe central regurgitation. The procedure was performed with a 26mm 9750tfx transcatheter valve.

Event description:
It was reported that a patient with an 11500a 25mm aortic valve, implanted for seven (7) months, underwent a valve-in-valve procedure due to severe central regurgitation. The procedure was performed with a 26mm 9750tfx transcatheter valve. The patient tolerated the procedure well and transferred to the pacu. The patient was discharged on pod #1. Per medical records: the patient presented with profound shortness of breath, echo and tee reveal severe ai, appears to be almost completely central and perhaps due to leaflet failure. The patient has been culture negative and has no other stigmata of endocarditis and can only assume that this was structural failure of the valve.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Through further investigation, it was determined that a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.